Manufacturer narrative:
Argus case (B)(4).

Event description:
Have a quick question my husband accidentally swallowed polident denture cleanser he thought it was alka seltzer [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on (B)(6) 2019. Consumer called in about polident and reported that, "I have a quick question my husband accidentally swallowed polident denture cleanser he thought it was alka seltzer. He dissolved it in water and drank it and then he took the real alka seltzer afterwards".